Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results per quality standards. Per the engineering investigation, segmentation of the tibia follows acceptance criteria per quality standards. Alignment of the tibia follows acceptance per quality standards. The provided x-rays, however, had a rotational mismatch between images. It is possible that the x-ray landmarking was innacurate due to the mismatch in x-rays, but this does not account for the large observed lateral gap between the bone and block paddle. As a result of the investigation, no root cause could be identified for this issue.

Manufacturer narrative:
.

Event description:
It was reported that the surgeon experienced difficultness in getting the proper tibial alignment. After reviewing post operative x-rays the surgeon revised the tibial to obtain proper alignment.